Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a nipple sparing mastectomy. It was reported that there was discharge from the shaft of the plasmablade that caused charring on the patient and it was noticed during charring. It was noted the handpiece was discarded. It was noted the plasmablade was used to finish the case. It was noted the charring on the patient and damaged to the shaft on the plasmablade was noticed by the hcp, who completed the reconstruction section of the procedure. It was noted there were no error codes displayed. Additional information was received from the hcp stated that plasmablade shaft was spilling electrodes onto the skin edges and he stopped immediately once he saw the damage on the shaft. It was noted the doctor excised the charred skin tissue. It was noted the settings were cut 6 and coag 9. The hcp noted a bovie was used to finish the case once it was noticed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was reported that the generator was still in use. The rep noted the energy was being released from the shaft of the plasmablade. The rep stated there was no sparking from the device. The rep noted the shaft of the device caused the tissue damage. The rep noted there was no other objects that caused damage to the plasmablade. The rep stated the physician said the patient was good afterward, he excised the charred tissue. It was noted the information was confirmed with the account/physician.